Event description:
Customer reported that he was not hospitalized due to having his fifth foot surgery. Customer is not sure if the insulin pump was related to the hospitalization. Customer stated, the device had alarmed battery out limit. Troubleshooting was performed. Customer does not know his blood glucose reading. Customer has problems hearing and is not sure when the alarm occurred. Customer was advised how to find the device alarm history. Customer was assisted with programming the device. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.